Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited a low amplitude noise on the shock electrogram and shock lead integrity test (slit) measurements less than 20 and greater than 125ohms. All other lead measurments are within normal limits. During follow-up, it was discovered that the distal coil pin was not securely connected to the header of this implantable cardioverter defibrillator (ICD). It is reported that the pin fell out when the pulse generator was manuevered in the pocket. The physician decided to electively replace the device.